Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (intermittent response buttons) was confirmed. Upon evaluation, the rear response button cover was lifted and the contacts were corroded, making the response button respond intermittently. The cause of the intermittent response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons on a monitor were non-functional.